Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: alarm for low oxygen concentration during use, set to 35% for monitoring and 29% for monitoring.

Manufacturer narrative:
Investigation is ongoing. Follow-up 1: updated fields: b4, d2a, d4, g1, g3, g6, h4, h6, during the investigation process, it was found that this event occured during startup and no malfunction with the device was identified, only a calbration of the o2 cell was requierd. After the calibration, the device worked as intended. Hamilton medical ag does no longer consider this case as a reportable event since the device worked as intended.

Event description:
Hamilton medical ag received the following incident description: alarm for low oxygen concentration during use, set to 35% for monitoring and 29% for monitoring.